Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during transection of the greater curvature of the stomach in a bariatric sleeve gastrectomy, after firing, the anvil of the reload was bent while the I beam was at the end of the cartridge due to the compressed tissue within the jaws of the stapler. When surgeon pulls the I beam back after firing, the anvil is "slamming down" against the tissue. The surgeon said that a slower retraction of the I beam would solve the challenge but he hits a point of "max ramp" in the middle of the retraction when cannot slow the retraction any more and it moves back quickly causing the anvil to "slam down". It was reported that the serosal tear took place during firing. It was also noted there was difficulty in retracting the knife blade. The surgeon imbricated the staple line at the point of the tear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the greater curvature of the stomach in a bariatric sleeve gastrectomy, after firing, the anvil of the reload was bent while the I beam was at the end of the cartridge due to the compressed tissue within the jaws of the stapler. When surgeon pulls the I beam back after firing, the anvil is "slamming down" against the tissue. The surgeon said that a slower retraction of the I beam would solve the challenge" but that he hits a point of "max ramp" in the middle of the retraction when can cannot slow the retraction any more and it moves back quickly causing the anvil to "slam down". A serosal tear was noted by the surgeon upon retracting the I beam. It was also noted there was difficulty in retracting the knife blade. The surgeon imbricated the staple line at the point of the tear.